Event description:
It was reported that during an open colo-rectal procedure, the account did not have a vascular device to pull for the procedure so a tx30b was pulled and a white reload was attempted to load into the tx30b device. The user had difficulties loading the device and the white reload was forced into place. The device would not fire once placed on tissue. An echelon device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that a tx30b device arrived in good visual condition and with a xr30v reload loaded with staples present. It should be noted that a xr30v (white vascular) reload is only design to work on a tx30v device. The blue (standard) and green (thick) reloads can be used interchangeably with the appropriately sized instruments. The white (vascular) reload is dedicated to the 30 mm vascular linear stapler and is not interchangeable with the blue and green reloads. For more information please refer to the instructions for use. In addition two cartridges were received; reload b (xr30v) was received fully loaded, reload c (xr30b) was received fully loaded. The device was tested for functionality with returned reload (c) and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.